Event description:
It was reported the pt has stimulation, and her programmer communicates with the ipg, but the charger is unable to charge the ipg. A replacement charger was sent to the pt. F/u identified the new charger did not resolve the issue. The pt was working closely with her physician regarding the issue.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.